Event description:
A size 27 carbomedics orbis cphv was implanted with complete preservation of the chordae tendinae. Tricuspid annuloplasty was also performed. Four days later a series of echocardiograms revealed a high gradient across the mitral prosthesis, normal movement of one leaflet and no motion of the anterior leaflet. Reoperation found the mitral prosthesis with the anterior leaflet to be motionless and surrounded by a "firm coagulus explanding up to 1 cm" outside of the valve. The valve was explanted with no observations by the surgeon of "lock up" by chordae of subvalvular apparatus.